Event description:
After 24 hours of intra aortic balloon therapy blood was noted in tubing. Balloon was removed and not replaced. The pt went back to operating room for hemostasis of the femoral artery. The pt is fine.